Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, cardiac arrest, and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other 3.0x38mm xience skypoint stent referenced is filed under separate medwatch report number.

Event description:
It was reported that the patient presented in serious condition with a heart pump on standby. The procedure was to treat a heavily calcified, moderately tortuous, 80% stenosed lesion in the mid to proximal left anterior descending (plad) artery. Two 3x38mm xience skypoint drug eluting stents (des) were implanted overlapping. During post-dilatation, a large dissection was noted in the overlapping area of the stents. An attempt was made to stop the bleeding with an unspecified balloon and two non-abbott graft covered stents were implanted; however, the pericardium was filling rapidly with blood and had to be punctured. Seconds later the heart function stopped, and cardiopulmonary resuscitation (CPR) was started. After an hour of CPR, the procedure was aborted, and the patient died. No additional information was provided.

Manufacturer narrative:
An echo report was received and reviewed by an abbott vascular clinical specialist. The reviewer stated ¿this case was to treat an 87-year-old patient who presented with a reportedly serious condition. It was reported that an impella heart pump was ready and on standby in the room. The patient presented with an 80% stenosed, heavily calcified, mid to proximal lesion in the left anterior descending artery (lad). Intracoronary lithotripsy (icl) was performed with three icl balloon dilatation catheters (bdc). Two of these bdcs ruptured, and the third icl balloon was advanced and successfully completed the ic lithotripsy. Subsequently, multiple non-compliant bdcs were used to prepare the lad for the placement of the xience skypoint drug-eluting stents (des). The icl and the rupture of 2 icl bdcs likely caused the lad to dissect. The additional use of non-compliant bdcs likely exacerbated the dissection. It was not reported if any contrast angiograms were performed after these multiple device inflations and exchanges. It was reported that the dissection was noticed during the post-dilatation after the second xience skypoint stent was deployed. When the dissection was noticed, it had become large, causing a large pericardial effusion. The patient became unstable and expired." "Due to the information provided and without the procedural cine films, it cannot be definitively stated that the xience skypoint des caused or propagated the dissection. Nor was the xience skypoint des the direct cause of this patient¿s death." A conclusive cause for the reported dissection, death, and cardiac arrest, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.